Manufacturer narrative:
H6 - medical device problem code 2017 clarifier - incorrect prep manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when unpacking the 3.50x33mm rx xience alpine stent delivery system (sds), it was noted the stent was missing from the balloon. It was noted the sds was prepared for use prior to removing the protective sheath. A new stent was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported missing component (stent) was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. It was reported that the 3.5x33mm xience alpine stent delivery system (sds) was prepared for use prior to removing the protective sheath. It should be noted that the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use states: prior to preparation of the device, remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently move distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product, and replace with another. It is unknown if the IFU deviation directly caused or contributed to the reported event. Additionally, it was reported that the 3.5x33mm xience alpine stent delivery system (sds) was advanced to the lesion when it was noted that the stent was not on the balloon. It should be noted that the eifu states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown the IFU deviation contributed to the reported event. The investigation determined the reported missing component (stent) appears to be related to the operational context of the procedure, as it is likely that inadvertent mishandling during unpackaging/preparation of the device or during (sheath/stylet removal) caused the reported missing component (stent). There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. B5 - describe event or problem: updated h6: medical device problem code 2017 clarifier- failure to follow steps / instructions h6: health effect - impact code 2645 removed and 2199 added

Event description:
Subsequent to the initially filed medwatch report, additional information was received. It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left anterior descending artery. The sds was advanced into the patient anatomy to the target lesion. The balloon was inflated when it was noted the stent was not on the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3: procedure date updated. A visual inspection was performed on the returned stent. The reported missing component (stent) was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. It was reported that the 3.5x33mm xience alpine stent delivery system (sds) was prepared for use prior to removing the protective sheath. It should be noted that the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use states: prior to preparation of the device, remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently move distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product, and replace with another. It is unknown if the IFU deviation directly caused or contributed to the reported event. Additionally, it was reported that the 3.5x33mm xience alpine stent delivery system (sds) was advanced to the lesion when it was noted that the stent was not on the balloon. It should be noted that the eifu states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown the IFU deviation contributed to the reported event. The investigation determined the reported missing component (stent) appears to be related to the operational context of the procedure, as it is likely that inadvertent mishandling during unpacking/preparation of the device or during (sheath/stylet removal) caused the reported missing component (stent). There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.